Event description:
Customer reported a malfunction alarm identified as malf 9 with fault ID 0x20f1. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support with resetting the pump and no recurrence of the malfunction was reported. Customer was advised to continue using the pump and to contact support if the issue reoccurred.